Manufacturer narrative:
The reason for this revision surgery was due to the patient's tibial base plate loosening. The actual length of in-vivo patient service for this product is unknown as the original surgery date was not provided. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The complaint reports in an attached email the following: date of birth is (B)(6); height is 62 inches; body mass index is 44.81; principle diagnonsis is osteoarthritis; knee involvement is bilateral (bilateral presenting); concomitant disease: diabetes, heart disease, hypertension, depression, kidney stones, hyperlipidemia, sleep apnea, and aneurysm rupture. The device was not made available to djo surgical for examination. A review of the device history record (DHR) was not conducted since the lot number was not provided or determined during the complaint evaluation. Multiple searches of the djo surgical records by surgeon and patient database revealed no additional information concerning this event. No additional information was obtained from the agent to assist in the event identification. As of (B)(6) 2018 no records have been forwarded by zimmer-biomet concerning this event. The complaint states the tibial base plate loosened and this revision was necessary to correct the patient's condition. With the limited information, there was no indication that the reported device was the source or had a direct connection with this event. With the limited information provided about the patient and the device removed during this revision surgery the evaluation will be limited in scope. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient having suffered tibial baseplate loosening.